Manufacturer narrative:
It unknown if the patient suffered any harm as a result of this unnecessary medical intervention. A beckman field service engineer was dispatched and evaluated the device. The fse cleaned/rinsed the di water filter to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer stated the au5800 clinical chemistry analyzer generated erroneously high creatinine and uric acid results. The results were reported out of the laboratory and the customer indicated that there was a change in treatment for one patient. The customer reported a patient¿s medication was altered as a result of the erroneous creatinine and uric acid results. It was stated that the patient necessitated a return to the gp surgery. The patient had recently restarted spironolactone medication. The gp stopped the patients spironolactone medication and suggested that the patient have a blood test in a couple weeks¿ time. It unknown if the patient suffered any harm as a result of this unnecessary medical intervention.